Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the upper and lower cases were broken, the battery release was contaminated, the ring cover and two side bail covers were broken, the battery contacts were compressed, the ring was bent, and the battery drawer was broken. Further analysis was performed on the main pcb, this analysis found that a capacitor component on the pcb caused the device to fail battery removal testing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the device will not stay on when the battery drawer is open. It is suspected the capacitor needs to be replaced. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.